Event description:
It was reported the touch panel of the epg (external pulse generator) is worn, and it will not turn off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): analysis confirmed the reported event, the keypad was out of specification, the on/off keys were collapsed. It was also noted that the lower case was broken and the interconnect flex was out of specification.